Manufacturer narrative:
No device, no medical records, and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that a vena cava filter was deployed successfully for arteriovenous malformation (avm). No alleged deficiency with the device was reported. The patient alleged to experience constant headache, fatigue, vertigo, dizzy spells, shortness of breath, and heart pain; however, there is no clinical correlation with the event and the symptoms alleged. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation was inconclusive. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site.. Failure of filter expansion/incomplete expansion. Insertion site thrombosis. Filter malposition. Vessel injury. Arteriovenous fistula. Back or abdominal pain. Filter tilt. Hemothorax. Organ injury. Phlegmasia cerulea dolens. Pneumothorax. Postphlebitic syndrome. Stroke. Thrombophlebitis. Venous ulceration. Blood loss. Guidewire entrapment. Pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for arteriovenous malformation (avm). No alleged deficiency with the device was reported. The patient alleged to experience constant headache, fatigue, vertigo, dizzy spells, shortness of breath, and heart pain; however, there is no clinical correlation with the event and the symptoms alleged. The current patient status was unknown.